Event description:
States that they broke the wheel when they were on a curb and since they borrowed the chair she is looking for a replacement wheel.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.